Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. The physician suspected that the lead was fractured and planned to replace the rv lead. However, at this time, the rv lead remains in service as the physician elected to wait to perform the revision procedure due to the high risk of infection. No adverse patient effects were reported.